Event description:
General report received of an unspecified number of undocumented incidents of leaking of a radioactive agent. The male adapter plugs were being accessed with unspecified 19 gauge needles attached to unspecified syringes to deliver an unspecified volume of cardiolite. After unspecified lengths of time in use and after multiple accesses, it was reported that "droplets" of solution leaked from the prepierced reseal ports of the male adapter plugs. The "droplets" of solution were contained within 2x2 gauze pads. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicted the devices were discarded.